Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this lead developed an allergic reaction. Two weeks after implantation, the patient felt unwell. A month later, the pocket was found to be infected and ulcerated. Subsequently, surgical intervention was performed to explant this lead and the related pacemaker. A new system implantation will be performed at a later date. No additional adverse patient effects were reported. This lead is not expected for return.